Manufacturer narrative:
A ge rep performed an on site investigation. The collimator was recalibrated. The system was found to be operating as intended.

Event description:
The customer reported the system displayed poor image quality. No report of incident.